Event description:
This case was reported by a customer and described the occurrence of ataxia in a (B)(6) male patient who received triple salt dental adhesive cream (poligrip extra strength) cream for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included allergy to sulfonamides, cancer and high blood pressure. Concurrent medications included thyroxine sodium (synthroid), ramipril (altace) and asprin. On an unknown date, the patient started triple salt dental adhesive cream (dental). At an unknown time after starting triple salt dental adhesive cream, the patient experienced ataxia, paresthesia of limbs, hyponatremia and addison's disease. This case was assessed as medically serious by gsk. The patient was treated with prednisone. The dose of triple salt dental adhesive cream was reduced. At the time of reporting, the outcome of the events was unknown.

Manufacturer narrative:
(B)(4). Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).